Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, it was noted that an alert showed an episode of noise on the right ventricular lead. The noise was being sensed. The patient has 6 months left on the battery. The following physician would be notified of the lead noise. The patient was stable.

Event description:
New information received notes that the issue was resolved. The patient was in a procedure when the episodes came through. The cause of the episodes was electromagnetic interference.